Event description:
Same case as 2134265-2011-03931 and 2134265-2011-04178. It was reported that during an electrophysiology procedure (ep) with ablation, a grounding pad burn occurred. The procedure was being performed with a 4mm blazer catheter with a maestro generator and a non-bsc recording system. The ep catheter impedence was between 120 - 130 and there were no error codes. The vally lab grounding pad was used located on the patient's back. The patient developed a burn around the edge of the grounding pad. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient will be having plastic surgery to correct the burns received.